Event description:
It was reported that the patient underwent a posterior minimally invasive spinal surgical procedure. It was reported that while tightening to reduce the rod, the extender made a popping noise and came off the screw. The outer sleeve split. The surgeon had to open the patient to complete the surgery. No additional patient complications were reported.

Manufacturer narrative:
Visually confirmed extender flange is broken on one side. The location and nature of the breakage is consistent with the inner sleeve damage. The two components appear to have been overloaded simultaneously. The above observations are consistent with bend stress overload.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.